Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found, however the visual inspection revealed damage to the grommets.

Event description:
It was reported that during implant procedure that there was oversensing and sensing difficulty, suspected from a leaky grommet. (B) (6) 2009, (B) (4): device returned with report of same. (B) (6) 2010, stl: the device was not implanted. No patient complications have been reported as a result of this event.